Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 11/11/2015 with the following findings: during investigation, the pump powered on with a blank screen. The audible tones and vibration alerts functioned properly. The complaint of a cs 069 call service alarm issue was not able to be adequately investigated due to the blank display. Unrelated to the complaint, the evaluation revealed that the eeprom component had failed. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.